Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported stuck battery pins which were verified during a visual inspection of the device as 6 depressed battery contact pins. The rear case, (containing the battery pins) were replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had stuck battery pins. There was no known patient injury or medical intervention associated with this event. No additional information is available.